Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred when attempting to load a new cartridge. Blood glucose level was 161 mg/dl. Reportedly, the cartridge was reloaded successfully to address the issue.